Event description:
The customer reported the sensor needle getting stuck in the customer's body. The helpline assisted the customer in removing the sensor from the body. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer needed more assistance the following day from the helpline regarding sensor insertion, and sensor transmission. The customer had blood at the insertion site. It was advised to monitor the situation and contact a health care professional if the site became infected. The customer's blood glucose value was 160 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened sensor and performed a visual inspection and found the introducer needle bent which make difficult to remove. Unable to confirm customer received needle damage due to cust returning the product opened/used.